Manufacturer narrative:
(B)(4).

Event description:
The patient reported seeing an elective replacement indicator (eri) on (B)(6) 2016. She was dissatisfied with the longevity as she was told it would last five years. The patient also reported that since implant, and despite programming adjustments, she still had more shaking than she wanted and could not eat or write with her right hand. She did not have a healthcare provider (hcp) and was looking for a new one. The patient's indications for use were essential tremor and movement disorders. It was not reported what was done to intervene, so additional information was requested. If additional information is received a supplemental report will be sent.